Manufacturer narrative:
Section d5: operator of device corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of self test issues was confirmed via testing of the returned product. The power module (B)(6) was returned to the pleasanton service depot (psd) in unremarkable condition. The unit did not pass the self-test. Upon investigation the speaker was found to be damaged. The speaker assemblies were replaced and the unit was connected to a mock loop for one day without issue. The power module was functionally tested and passed all tests. The repaired unit was returned to the customer. The original speaker assembly was forwarded to product performance engineering (ppe) for further testing. The speaker assembly was returned to ppe in unremarkable condition. The speaker was connected to a test fixture and the reported event was confirmed. No further testing was performed. A root cause of the reported event was determined to be a damaged speaker on the power module. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The power module instructions for use (rev. B) section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The IFU also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate power module instructions for use (rev. B) under section 5.0 ¿power module (pm) alarm conditions¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for the equipment¿ explains how to care for and clean all equipment, including the power module. Additionally, section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The heartmate 3 patient handbook (rev. D) and the heartmate 3 instructions for use (rev. C) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when conducting the daily self test on the power module, only 2 sounds were heard instead of 3. All lights worked appropriately. This was attempted several times with the same results. The device was operating as intended without complication. The power module was unplugged and plugged back in, and also changed to a different outlet without any change.